Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose / protruded drive support disk. Unable to perform prime / a33 test, excessive no delivery test and occlusion test due to motor error alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. They stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to magnetic field. The customer stated that they were able to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.